Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. It was noted that p-waves at implant were 8 millivolts (mv). At discharge they had decreased to 5 mv and at the in-clinic check they were .6 mv. An x-ray was performed and the lead appeared to be in the same position. There was a concern of a micro-dislodgement. A revision procedure was being considered, however at this time a revision has not been scheduled. The patient will be seen in-clinic for follow-up at a later date. No adverse patient effects were reported.